Event description:
A customer's wife reported that her husband obtained a reading of 1.7 mmol/l on his precision xtra meter, but because the decimal point was so small he misread the reading and thought that his meter was reading 17 mmol/l. It was reported that as a result of this the customer experienced symptoms of becoming "dizzy, sweating, blurred vision and lost consciousness". The customer's wife called an ambulance, and on arrival the paramedics put the customer on a drip (solution unknown), gave him adrenalin and "wheatabix". The customer declined offer to be transported to the hospital and received no further treatment. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted once results are available.